Event description:
It was reported that the drill ultem material appears to melt more easily during use. It was further reported that this material melted during a surgical procedure thus preventing the drill bit from being removed from the attachment.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that the drill bit could not be removed from the attachment. Further investigation indicated the root cause to be a raw material issue.